Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer was not able to open the prograsp forceps instrument jaws. There was no report of fragment(s) falling inside the patient. The procedure was delayed for less than 15 minutes and completed with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer indicated that the instrument jaws were not stuck on tissue when the issue occurred; therefore, there were no unexpected tissue removal not bleeding observed. The issue was identified during dissecting the uterus tissue.